Event description:
The customer reported that on (B)(6) 2012, her blood glucose reached 350 mg/dl and the cannula was kinked when the device was removed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your treatment provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."